Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported incomplete coaptation/single leaflet device attachment (slda) appears to be due challenging patient anatomy. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a single leaflet device attachment (slda) that required intervention to reduce mr and stabilize the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system was advanced to the mitral valve and placed on the leaflets; however, following clip deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, it is possible the long leaflet contributed to the slda. A second clip was inserted to stabilize the first clip, reducing mr to 2 to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.